Event description:
The customer reported being hospitalized due to low blood glucose between 22 to 54mg/dl. It was stated that the customer experienced vomiting, numbness, nausea, and low grade temper. Troubleshooting was performed. The customer stated that she had an x-ray and the doctor found she had gastroparesis and a lot of stomach pain. The customer was treated for it and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.